Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, had problems related to connecting to the processor. The issue was noticed before the procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that the auxiliary water channel was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.